Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The health care professional (hcp) reported they wanted to scan the patient's I spine, c spine and head. The hcp noted the patient said the "system does not work" and it has been off since (B)(6) 2012. The patient hasn't been using the implantable neurostimulator (ins) since "it went crazy" and no one would remove it because she had too much scar tissue. The patient said in (B)(6) 2012 the ins "locked up" and she sat in the ER for six hours waiting for a doctor to reprogram it but didn't get the issue addressed to her liking. The patient said the experience was traumatic enough that she gave up on the ins. She has not been seeing a doctor for the ins, only pain management. It was unknown if the actual MRI was related to the ins. If additional information becomes available, a follow-up report will be reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient was going to have an MRI done because the ins was "not working." It was reported that the patient the patient had to go to the ER to "do something" to the ins following an MRI in 2012. It was noted that only head scans should be pursued with this patient. No further complications are anticipated.